Event description:
Subsequent to the initial MDR, a correction was updated on 08/08/2025.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an unspecified malfunction/issue occurred. On (B)(6) 2025, the patient woke up with a high glucose reading (exact value not provided) but did not receive any alert from the dexcom app. The patient¿s parent suspected that a cell tower outage at the time may have prevented the app from sending alerts. The patient administered an insulin bolus via their pump and returned to sleep. Around 10:00 a.m., the patient went downstairs, lay on the couch, and began exhibiting concerning symptoms, including incoherence and seizure activity. The parent administered glucagon to counteract the insulin and raise the patient¿s blood glucose level, then contacted emergency services. Upon arrival, paramedics performed a fingerstick test, which showed a blood glucose level of 120 mg/dl. The dexcom app was still not displaying data due to a connectivity issue due to the mobile device was not connected to wi-fi, and the cell tower outage was ongoing. The patient was treated with an intravenous drip (fluid type unspecified). At the time of the report, the patient was stable and reported to be doing fine. Data has been received but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction/issue occurred. On (B)(6) 2025, the patient woke up with a high glucose reading (exact value not provided) but did not receive any alert from the dexcom app. The patient¿s parent suspected that a cell tower outage at the time may have prevented the app from sending alerts. The patient administered an insulin bolus via their pump and returned to sleep. Around 10:00 a.m., the patient went downstairs, lay on the couch, and began exhibiting concerning symptoms, including incoherence and seizure activity. The parent administered glucagon to counteract the insulin and raise the patient¿s blood glucose level, then contacted emergency services. Upon arrival, paramedics performed a fingerstick test, which showed a blood glucose level of 120 mg/dl. The dexcom app was still not displaying data due to a connectivity issue due to the mobile device was not connected to wi-fi, and the cell tower outage was ongoing. The patient was treated with an intravenous drip (fluid type unspecified). At the time of the report, the patient was stable and reported to be doing fine. It was reported that an unknown error occurred. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 10/23/2025. It was reported that an unspecified malfunction/issue occurred. Data was returned but will not confirm the issue. However, a signal loss of less than an hour was observed. The allegation and a probable cause could not be determined. No additional patient or event information is available.